Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 15jan2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
Customer reports unit has note saying inoperable error code #1012 no patient/user harm reported. Event date not specified; estimate used.

Manufacturer narrative:
Date of report: 16jan2019. Date received by manufacturer: 14jan2019. Philips field service engineer (fse) confirmed error code in device history logs. However, fse could not duplicate the reported issue for error code 1012 air liftoff failure. Fse performed an extended self test (est) and everything passed.